Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment it was found that this device did not cause or contribute to the reported event. The initial report was forwarded in error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon reassessment it was found that this device did not cause or contribute to the reported event. The initial report was forwarded in error.

Manufacturer narrative:
(B)(4). D6a: the initial procedure took place in 2012. D10: item # 650-0791, biolox delta lnr 32mm 50-52mm, lot # 2685891. Item # 123950ha, exc abt std shell ha/pc 050mm, lot # 2702315. Item # 123950ha, exc abt std shell ha/pc 050mm, lot # 2586109. Item # 164186, biolox d mod cer hd 32mm std, lot # 2697569. Item # 21-123204, ha tprloc por lat fml 10x140, lot # 432190. Item # 21-103203, ha taperloc por fmrl 9x137, lot # 452030. G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent hip revision approximately 12 years post implantation due to infection. Attempts have been made and additional information on the reported event is unavailable at this time.